Manufacturer narrative:
Unit received with blank display due to disconnected power connector . Unable to perform displacement test due to blank display. No broken off pieces or cracks noted at the case. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case is broken. Customer's blood glucose was unknown at the time of incident. No further details given.